Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 30mm rigid saddle ring was implanted. On (B)(6) 2022, the patient experienced major post-operative bleeding and was returned to surgery. A blood transfusion was performed. The patient was stabilized. On (B)(6) 2022, the patient had symptomatic bradycardia. On (B)(6) 2022, a permanent pacemaker was implanted. No patient consequences were reported.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 30mm rigid saddle ring was implanted. On (B)(6) 2022, the patient experienced major post-operative bleeding and was returned to surgery. A blood transfusion was performed. The patient was stabilized. On (B)(6) 2022, the patient had symptomatic bradycardia. On (B)(6) 2022, a permanent pacemaker was implanted. Subsequent to the previously filed report, additional information was received that concomitant procedures performed on (B)(6) 2022 included an aortic valve repair, atrial septal defect (asd) closure, and subvalvular repair (chordal replacement). Heparin was administered during procedure. The cause of bleeding was not able to be determined. There was no allegation of malfunction against the abbott device, and the 30mm rigid saddle ring remains implanted without any issues. There was no prolonged hospitalization due to this event. The patient has since been discharged.

Manufacturer narrative:
An event of major post-operative bleeding and bradycardia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 health effect - impact code: code 4607 removed.